Event description:
The customer observed a patient that has consistently given a positive result for troponin I on ln 2k41 over a number of years. These positive results has been confirmed on another method (the roche tropt assay). The customer has now moved over to the stat hstni ln 3p25 and the patient now gives a negative result. This patient has received 2 echos and 1 angiogram due to the elevated troponin-I results. No specific data could be provided as the data has been archived. No further patient details are available.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.